Event description:
Rptr prformed tibial angioplasty, for high grade stenosis. Angioplasty balloon ruptured with moderate pressure less than 12 atm (balloon rated at 16 atm). Initial improvement but subsequently immediate occlusion occurred. Reangioplasty with 2nd balloon without improvement. Pt clinically unchanged or perhaps slightly worse. (Other stenosis treated with improvement). No immediate additional therapy given.